Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/74 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term performance of left ventricular leads in cardiac resynchronization therapy. Pacing and clinical electrophysiology. 2020. 43:1501¿1507. Doi: 10.1111/pace.14034. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding long term performance of left ventricular (lv) leads in cardiac resynchronization therapy (crt). The article reports a patient who experienced a left-sided apical pneumothorax post implant. Also, they had a dislodgment of the lv lead into the main body of the coronary sinus with consistent non-capture. The lead was explanted and replaced. Another patient experienced phrenic nerve stimulation which was resolved after reprogramming. The status/ disposition of the leadis unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.